Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist reviewed the instrument files and determined that quality controls were within expected ranges on the day of the event. There is no indication of an instrument malfunction. The cause of the imprecise k results is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required. MDR 2517506-2018-00523 was filed for this event.

Event description:
Discordant, falsely elevated potassium (k) results were obtained on a patient sample on a dimension vista 500 instrument with serial number (B)(4). The discordant result of 6.17 mmol/l was reported to the physician(s). The patient underwent dialysis and the patient's blood was redrawn. The new sample was run on the same instrument twice, resulting lower. The results obtained on the new sample were reported to the physician(s). On the next day, the samples were repeated, under different sample ids, an alternate dimension vista instrument with sn (B)(4), resulting lower. The repeat results, obtained on the re-drawn sample, were the expected results and were not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the imprecise k results.